Event description:
During prepping for a coil case, the physician and resident pulled the coil out of the flush hoop and just before introducing the coil, the pusher wire kinked. Another coil was chosen and the case continued as planned.

Manufacturer narrative:
Device investigation: results: the pusher assembly is kinked and broken 9.1 cm from the proximal end of the assembly. The kink noted in the complaint is confirmed. The kink is likely the result of inattentive handling during preparation of the device. The pusher and coil were returned in an undetached state. During unpacking and decontamination, the pusher broke and caused detachment of the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.